Event description:
Customer reportedly received results of 141 mg/dl and 41 mg/dl within 10 minutes on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. : will not be returned to manufacturer.